Manufacturer narrative:
(B)(4): testing was unable to confirm the reported issue of an unresponsive keypad: all keys were responsive. The keypad was removed and contamination was seen under all key contacts and 'up' & 'down' key contacts were noted to be misaligned. Unrelated to this complaint, the battery compartment cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons required multiple presses to elicit a response. The reporter denied damage to the keypad and noted the symbols were worn off. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.